Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014012. Manufacturing site evaluation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch of which 1,692 units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. Tightness test to the closed samples received has been performed and the units are tight. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Knot pull tensile strength results on samples before releasing the product into the market were 0.33 kgf in average and 0.31 kgf in minimum. In vitro studies of novosyn quick show that 5 days post-implantation approximately 50% of the initial tensile strength remains. All of the original tensile strength is lost by approximately at 10-14 days post-implantation. The absorption of novosyn quick takes place after approximately 42 days. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
(B)(6). During surgery the thread broke easily at the knot.